Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient's therapy had stopped due to a power on reset (por). The patient was recharging at the time of the por. No previous overdischarges. No recent medical test or emi environmental exposure. It was an informational por. The patient was able to clear the por message and therapy will resume at last programmer parameters. The therapy is adequate. Trouble shooting resolved the issue. No further complications were reported. No additional patient symptoms were reported.